Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the battery is not charging. The battery was replaced from stock. There was no impact to the patient. Preliminary analysis of the returned device revealed a confirmed malfunction of the battery. However, final analysis results are pending at this time.

Manufacturer narrative:
One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of battery not charging was not duplicated at the bench. However, conditions were found inside the battery where a cold solder joint might have affected the battery's ability to perform as intended. Analysis of the device revealed that the device passed visual examination but failed functional testing due to the presence of electrical noise on a cell pair. Internal inspection of the battery revealed an inadequate soldering joint. This finding may have possibly contributed to the reported event. The manufacturer has opened an internal investigation for inadequate soldering in lishen batteries. The most likely root cause of the battery not charging could be attributed to an inadequate soldering during the assembly of the unit.